Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was isolated to 12v shorted on the ca board, as well as a burn near the j1 battery connector indicating an internal pcb short. The root cause of the internal short could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.